Event description:
A distributor reported to baxter that a customer complained that a transfer set's white and blue part does not click anymore, and the plastic is peeling off. No injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a transfer set's white and blue part not clicking, and it's plastic peeling off. One broken occluder foot was found during evaluation. A likely root cause is the use of environmental stress cracking agents (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product for trends, and take corrective/preventive action as appropriate.